Manufacturer narrative:
Some info was supplied about this event. The initial report indicated that the pt may have been non-compliant to post operative therapy. Mfg records were reviewed and did not identify anything that may have caused or contributed to these events. X-rays were obtained and reviewed. It is possible that the implants size that was implanted were incorrectly chosen. The revision surgery that was done placed a larger size into the joint.

Event description:
A surgeon had performed a proximal interphalangeal joint arthroplasty. After surgery, the pt was having worsening pain in the operative finger and x-rays showed some migration of the proximal component. The doctor did state that the pt had compliance issues throughout his treatment. The pt underwent a revision of the component. Three weeks after the revision, the pt had drainage and an active infection. The pt subsequently underwent debridement and removal of the implant. The joint was to be fused after the infection was resolved.